Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown - radial stem /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery in (B)(6) 2016 for the placement of a left variable angle proximal ulna plate with nine screws and a 24mm radial head and long stem, unknown size, prosthesis by another surgeon. The patient was brought back to the operating room on (B)(6) 2016 for a possible infection at the site of the plate and screws and because the radial head was determined to be too large. The stem size was reported to be ok. It was reported that the fracture had healed and therefore, the hardware was not replaced. A specimen was obtained and results are pending. Regarding the radial head and stem, the surgeon was only able to remove the radial head but was unsuccessful in removing the stem (see (B)(4)). This complaint is for 4 devices. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Change to: original implant date was reported as sometime in june 2016. Replace statement for patient code 3191 used for: the complaint indicated that the radial head was determined to be too large which was identified post-op and there was a possible infection which required additional surgical intervention, and replace with: the reported event for the radial stem required medical/surgical intervention to preclude permanent damage to a body structure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery in (B)(6) 2016 for the placement of a left variable angle proximal ulna plate with nine screws and a 24mm radial head and long stem, unknown size, prosthesis by another surgeon. The patient was brought back to the operating room on (B)(6) 2016 for a possible infection at the site of the plate and screws and because the radial head was determined to be too large. The stem size was reported to be ok. The plate and screws were explanted. It was reported that the fracture had healed and therefore, the hardware was not replaced. The surgeon irrigated and cleaned around the site of the screws. A specimen was obtained and results are pending. Regarding the radial head and stem, the surgeon was only able to remove the radial head but was unsuccessful in removing the stem (see com (B)(4)). This complaint is for 12 devices.